Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and was admitted to hospital. The right atrial (ra) lead exhibited increasing impedance, no measured p waves, possible nonphysiologic intervals, far-field r wave oversensing and fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.